Manufacturer narrative:
The device was returned, and the customer¿s allegation was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video telescope had shattered glass at the tip and a cracked handle. The issue was found during maintenance. There was no procedure involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper handling. Olympus will continue to monitor field performance for this device.